Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left subclavian vein. A 7.0mm x 40mm x 80cm (4f) sterling balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left subclavian vein. A 7.0mm x 40mm x 80cm (4f) sterling balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.